Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port weld. The leaks were discovered during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between july 10, 2018 - july 12, 2018. Two (2) devices were received for evaluation. Both bags were cut from the fill port where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak in front of the bag where the non-latex symbol is printed of the first bag and a leak was observed at the spike port cap from the spike port in the second bag. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.